Event description:
24-year-old patient who underwent a left oocyte retrieval on (B)(6) 2025 as part of an art process. After the puncture, the patient experienced an episode of malaise, for which an ultrasound showed a 40mm effusion in morrison's space associated with clots.surgical management under coelioscopy allowed drainage of hemoperitoneum and coagulation of the puncture points on the left ovary which presented active bleeding. Total bleeding estimated at 1500cc and auto-transfusion :600cc cell saver. Good clinical & biological evolution. Out of hospital (B)(6) 2025

Manufacturer narrative:
Additional information was received: the patient does not have any pre-existing conditions that could have contributed to the event. There were no notable environmental or biological factors that¿s could have contributed to the reported issue. The device was inspected prior to use. The lot number: a1164944. 1x k-ops-6035-rwh-b-et needle was returned without its original packaging and lacked a visible lot number. Only a portion of the device was received; the aspiration and flushing tubing, along with the silicone bung, were not included. The tubing appeared to have been cut. The needle itself was observed to be visibly bent. Based on its condition and absence of protective packaging, it is possible that the deformation occurred during transit from france to australia. Visual inspection of the returned needle revealed some blood at the bevel tip. The needle tip showed no visible signs of damage or dullness. Further examination using a magnifying camera confirmed the absence of dullness, deformity, or other abnormalities on both the bevel and the echo tip. Review of the device history record for lot number a1164944 and associated room-stock work orders found the work orders appear to be complete and correct. There were no related temporary deviations or non-conformances at the time of manufacturing. The associated inspection records confirm that the device was manufactured to specification. Review of specifications found that there are a number of controls and processes in various stages of manufacture and quality control inspections that would likely identify faulty product prior to shipping. In august 2024, a symposium was held to discuss the complications of hemoperitoneum associated with the use of cook ivf needles. The cook medical advisor and consultant in reproductive health provided an overview of the key points discussed during the event: "there is a strong suggestion in the scientific literature that surgical experience corelates well with rate of hemoperitoneum. Associated with that is the recorded length of the procedure. Slower procedures are linked to cases of hemoperitoneum. All ivf needles are very sharp by design; but the longer a sharp object remains inside the human pelvis, the more chance there is for a bigger blood vessel to be nicked or opened". The manufacturers clinical evaluation report for ovum pick-up needles and sets addresses the following: haemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. In conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. A review of manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the information available, a definitive root cause could not be determined. The potential root causes are: patient related factors procedural complications. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints. 5 similar complaints from the same facility from (B)(6) 2024 to (B)(6) 2025: (B)(6) - pelvic ultrasound revealed large pelvic effusion. 2900cc hemoperitoneum drained. (B)(6) 2025. B)(6)- pelvic ultrasound revealed abundant hemoperitoneum. On (B)(6) 2024 (B)(6)- pelvic ultrasound revealed significant intra-abdominal effusion, suggesting hemoperitoneum. (B)(6) 2024 (B)(6) - an ultrasound showed a 40mm effusion in morrison's space associated with clots. On (B)(6) 2025. (B)(6) - abundant hemoperitoneum with poor clinical tolerance. On (B)(6) 2025.

Event description:
24-year-old patient who underwent a left oocyte retrieval on (B)(6) 2025 as part of an art process. After the puncture, the patient experienced an episode of malaise, for which an ultrasound showed a 40mm effusion in morrison's space associated with clots. Surgical management under coelioscopy allowed drainage of hemoperitoneum and coagulation of the puncture points on the left ovary which presented active bleeding. Total bleeding estimated at 1500cc and auto-transfusion :600cc cell saver. Good clinical & biological evolution. Out of hospital (B)(6) 2025.